Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech found the unit's ratchet would not attach to the bottom roll while performing preventative maintenance. Tech replaced the bottom roll and ratchet, tested the unit, calibrated it, and returned it to service. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was sent in for preventive maintenance. There was no patient involvement. During preventive maintenance it was found that the ratchet would not attach to the bottom roll. Due diligence is complete and there is no additional information available.